Manufacturer narrative:
This is to correct and remove the codes that were initially reported, removing codes for: medical device problem code: 1863. Investigation findings code: 3221. The correct codes for this complaint are: medical device problem code: 1260. Investigation findings code: 3243 and 3252. This is a follow up report to correct this code.

Manufacturer narrative:
Therefore, beacause a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.